Event description:
It was reported that the patient presented to the intensive care unit(ICU). Upon review, the right ventricular(rv) lead exhibited loss of capture. Chest x-ray imaging confirmed that the lead was dislodged. The patient presented to a lead revision procedure. During the procedure, an insulation breach was noted on the rv lead. The lead was explanted and replaced. The patient condition was stable post-procedure.